Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 74 year old female presenting with acute myocardial infarction and cardiogenic shock for impella support. The pump was weaned and removed successfully, however, the physician was unable to doppler pulses in the limb. A cutdown was performed, a clot was removed, and the artery was surgically repaired.